Event description:
New information received notes the device was atrial pacing although the patient's atrial rate exceeded the base rate. The physician was aware this was a right atrial (ra) lead problem. A potential for programming changes was discussed, the physician opted for continued monitoring in clinic. The patient was stable.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing resulted in pacing inhibition. No intervention was performed. The patient was in stable condition and will continue to be monitored.